Event description:
It was initially reported the fowler was drifting. The customer reported that it is unknown if there was pt involvement or if there were adverse consequences reported.

Manufacturer narrative:
Results - fowler; gas spring trip.